Event description:
According to the reporter: occurred during an open pneumonectomy. The open stapler partially fired. The staple line was incomplete. To correct the incomplete staple line, the tissue was resected and re-stapled. The tissue was oversewn. The product problem resulted in unanticipated tissue loss and tissue damage. Medical or surgical intervention was necessary in order to prevent a permanent impairment of a function. Surgical time was extended by 30 minutes or more. Patient status is alive, with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open pneumonectomy. The open stapler partially fired. The tissue was cut thinking the staples had deployed, but it was hard because the clamps prevented it. The handle worked but opened only partly by violent acting. A piece was cut from the pericardium and the gauze was stitched on the bronchus stump to plug it up. The hole in the pericardium remained open. The staple line was incomplete. To correct the incomplete staple line, the tissue was resected and restapled. The tissue was oversewn. The product problem resulted in unanticipated tissue loss and tissue damage. Medical or surgical intervention was necessary in order to prevent a permanent impairment of a function. Surgical time was extended by 30 minutes or more. Patient status is alive, with injury. The current patient status is okay.